Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) with axios placement procedure performed on (B)(6) 2021. During the procedure, the stent was unable to deploy. The device was attempted to be removed; however, during removal the stent prematurely deployed in the stomach. The stent was removed using grasping forceps and another axios stent was used to complete the procedure. The patient had pain post procedure; there were no known treatments or intervention for the patient's pain as the patient was sent to another specialty.

Manufacturer narrative:
Block h6: medical device problem code a150103 captures the reportable event of stent prematurely deployed. Block h10: a hot axios stent and delivery system were returned for analysis. The stent was returned fully deployed. Visual examination of the returned device found the inner sheath kinked at the proximal section. No other issues with the stent and delivery system were noted. The investigation concluded that the observed failure of inner sheath kinked was likely due to factors encountered during the procedure. The reported event of stent premature deployment could not be confirmed because this failure occurred during the procedure and could not be functionally/visually verified. It is possible that handling, manipulation and/or procedural factors could lead to the stent premature deployment. However, taking all available information into consideration, the investigation concluded that there is not enough information to confirm the reported event. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) with axios placement procedure performed on (B)(6) , 2021. During the procedure, the stent was unable to deploy. The device was attempted to be removed; however, during removal the stent prematurely deployed in the stomach. The stent was removed using grasping forceps and another axios stent was used to complete the procedure. The patient had pain post procedure; there were no known treatments or intervention for the patient's pain as the patient was sent to another specialty.